Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that he replaced the battery of the contour next one meter on (B)(6) 2024. The customer's blood glucose readings prior to (B)(6) 2024 were not stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour® next one meter with serial # (B)(6), and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the contour® next one meter with serial # (B)(6), for evaluation. No test strips were returned. Therefore, the returned meter and the in-house contour® next test strips from lot # 3mheg02a were used for in-house testing, using blood spiked with glucose at 135 mg/dl, as determined by the ysi instrument in five replicates. All tests recovered within the fit-for-use limits. The results obtained with the in-house testing were properly stored in the meter's memory.